Manufacturer narrative:
Synthes is unable to provide the date of manufacture. The investigation could not be completed. No conclusion could be drawn, as no product was returned.

Event description:
During a clinical investigation, it was reported that a pt in norway implanted with norian drillable and a 4.5mm lcp proximal plate during a trial on an unk date experienced a possible reaction to the implant. Pt complained of pain during follow up period on (B)(6) 2011 and was hospitalized with inflammation and possible infection. Pt had a re-operation, a culture was taken and found negative. Pt was treated with antibiotics.